Event description:
The patient experienced lack of effective, therapeutic stimulation. The leads were repositioned. The implantable neurostimulator was reprogrammed. The system was explanted and not replaced (MDR pending). The patient outcome was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
On 11/14/2008, the lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.